Manufacturer narrative:
Additional information: upon follow up it was reported the patient experienced a breach in aseptic technique which resulted in peritonitis, which was manifested by cloudy pd effluent, abdominal pain, nausea, vomiting and fever. The breach in aseptic technique was further described as the patient¿s ¿pets running freely around the room, in the bed and the patient did not take a shower¿. On an unreported date, the patient was recovered from the peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. (B)(4): this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy pd effluent, abdominal pain, nausea, vomiting and fever. The cause of the events was not reported. It was not reported if the patient was hospitalized for the events. The patient was treated with ceftriaxone (1 (unit not reported), 2 times a day and route not reported). At the time of this report, the patient has not recovered from all the reported events. Action taken with pd therapy was not reported. No additional information is available.